Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/12/2015 with the following findings: a review of the pump¿s black box history showed that multiple cs 128 replace battery alarms were recorded. The battery compartment was intact; no damage was observed. The returned battery and cartridge caps were used to complete all testing. Moisture corrosion was observed inside the battery compartment and on the battery cap. The pump¿s electrical current draws were found to be within the required specifications. A leak test was performed and no leaks were found. The pump case was removed and no moisture or intermittent condition was found to the power circuit. The complaint of short battery life was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.